Event description:
Unknown cause of the intermittent/high impedances. Patient was programmed around the electrodes. The programming that was most recently done was covering his painful area. Therapy was able to be effective.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient was trying to adjust their intensity about a week ago and when he did so he saw 'settings not available'. The caller is with the patient today trying to address the issue and noted that the contacts that are the best for therapy are apparently not viable at this time. The impedances are intermittent. The caller noted that contacts 7/4 and 7/5 showing >40k. Caller noted that 7/6 was 1500ohms when she first tested but then a subsequent test showed >40k ohms. Technical services (tss) reviewed that the integrity of the lead is in question and that imaging should be done and a revision may be necessary. Tss advised looking at historical impedances. Caller noted referencing 4 or 5 and seeing >30k ohms for contact pairs. Caller states patient not aware of any falls/trauma.